Manufacturer narrative:
In 2007. This event concerns a device that was manufactured, and used outside the united states. This device was manufactured between 2003 and 2004, and was listed in the advisory letter issued in 2005. During an internal review process, the company discovered that this MDR was prepared, but inadvertently was not submitted. Therefore, the MDR is being submitted at this time. The analysis or follow up data is attached. See scanned pages.

Event description:
During a routine follow up, the ICD device involved in this MDR report was interrogated; a longer than expected charge time was reported and oversensing epindora were observed.